Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the olympus gastrointestinal videoscope displayed no image and a scope communication error (b30) during setup inspection. There was no patient injury reported/involvement.